Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply and interconnect cable were evaluated and found the be a issue. No conclusion can be draw as conclusive repair info is unavailable and no add'l service info was provided.